Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging filks were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical spinal surgery. It was reported that the inferior fixed angle screw partially backed out of the plate. No additional patient complications have been reported.